Event description:
Placed 4/29/97. 7/27/97, pt noted blood at site. Pt felt short of breath and was taken to hospital where fracture was noted. The catheter was clamped & pt transferred to another facility. Pt suffered from hypoxia, tachycardia, severe respiratory distress & death.